Event description:
On 3/3/96, co's monitor was on a pt in the surgical intensive care unit. The pt, a 74-yr-old female, developed ventricular fibrillation for which she was defibrillated. Immediately after the discharge of the defibrillator, the monitor went blank leaving the health care team without vital EKG tracings. Rptr has been told the monitor was blank/not functional for a period of 1-1/2 to 4 mins while the pt was in a "code" situation. The pt was defibrillated a second time (the pt still had no pulse) and just before defibrillating again, the monitor came back up indicating that the pt had an acceptable rhythm.